Event description:
The foam is coming off the back when needles are being put in the nc 1614 bladeguard ii needle counter. On one occasion an experienced scrub nurse sustained a needle stick injury when she went to insert a suture needle into the foam. The foam slipped and the needle came around and stuck her in the finger. It was the first needle she attempted to insert in the needle counter. She did not receive any treatment other than first aid and blood tests.